Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found that all conductors were broken 4.2 cm and 4.6 cm from the distal end.

Manufacturer narrative:
Concomitant product: product ID 309328, lot# 0204047860, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
About a month prior to the date of this report, it was reported the patient experienced both a sudden loss of therapeutic effect and sudden loss of stimulation. Impedances were measured to be high (greater than 4 ,000 ohms). The system was later replaced and all impedances with the new system were ¿ok.¿ the patient was feeling stimulation. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.